Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos were provided for evaluation. Unfortunately, as a result, bd was unable to verify the reported issue or define a probable root cause at this time. If additional information, samples, or photos become available, the record will be re-opened and investigated accordingly. No root cause could be defined at this time as no samples, photos or the product batch/lot is unavailable. Production record review could not be completed as no batch/lot information is available. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that the sponge was dry. Per email: medical action industries recently received a complaint for the below issue involving your chloraprep# 930480nsb that was placed in our kits. The quantity affected is approximately 2 ea. There is no lot number or sample/photo for this complaint. This notification is for awareness only. We do not require a response from bd. Complaint issue: chloraprep sponges in IV start kits are dry. The lot number is unknown and issue has been intermittent.